Event description:
It was reported that microdislodgement due to a lack of lead slack was observed on the right ventricle (rv) lead. Diagnostic imaging was performed, and microdislodgement was confirmed. During a revision procedure, the lead suture sleeve was found to be out of position. The rv lead was explanted and replaced to resolve event. The patient was stable.